Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
H6 evaluation code: results: evaluation of the returned product found that the nurse call does not come on at the nurse's station. The battery door is missing. (B)(4).